Event description:
Physician was performing a micro discectomy with a medtronic instrument. The physician noticed that the end of the micro pituitary instrument had broken off. It broke off in the disc space. A c-arm was needed to locate the broken piece of the instrument and it took 1.5 hours to locate resulting in prolonged anesthesia time. After this incident was brought to the attention of risk and safety, it was investigated and found that this same instrument type had failed on three previous occasions.